Event description:
It was reported that the patient's spinal cord stimulator (scs) system was explanted due to a septic infection that stemmed from the stump of the patient's leg. No further information could be obtained despite good faith efforts. Additional information was received indicating a discharge at the incision site. The physician believed that infection was not device related. The patient was put on antibiotics and was doing well.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 19000148, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) system was explanted due to a septic infection that stemmed from the stump of the patients leg. No further information could be obtained despite good faith efforts.